Manufacturer narrative:
Zimvie received one (1) hc455, (heal collar 4.5x5.5, 5mm) for evaluation. Visual evaluation and a functional test were performed, the healing collar shows some minor signs of wear/use. It engages in-house implants as intended. No malfunction observed. DHR review was completed for the subject lot number 2120028276. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120028276 for similar events and no other complaint was identified. The customer did not submit images for the reported event. A definitive root cause could not be determined since a device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. The abutment engaged and disengaged with an in-house implant as intended. The reported abutment assembling event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the implant at tooth site #46 has a hc455 that is not seating correctly on the implant.

Manufacturer narrative:
Zimvie complaint number (B)(4).